Manufacturer narrative:
Initial reporter phone no. (B)(6). Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cracked filter was observed on a prismaflex st100 during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not available for evaluation, however, a picture was provided. The visual inspection observed a mark on the filter housing external side. The picture could not identify if this mark was a crack or a superficial scratch. The reported problem was confirmed based on the customer report. The cause was a mechanical shock during transport or storage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.